Event description:
It was reported that the seat on a 65650 rollator broke causing user to fall. Injury alleged.

Manufacturer narrative:
Previous information received from invacare's legal department indicated that this was not a product issue but a workers compensation claim, not a valid complaint. No injury was specified. (B)(4) 2013 additional information received : it was reported that the end user, (B)(6) female, was sitting on the seat of a 65650 rollator when the seat allegedly broke causing her to fall and injure herself. Reported injuries are a sprained lumbar and knee. The end user has a pre-existing condition, fractured vertebra since 1990. The user discarded the rollator - evaluation/return is not possible.